Event description:
"On or around (B)(6) 2010" the plaintiff underwent "surgery to correct her cystocele and rectocele" using "the monarc sling." Plaintiff's attorney alleged that the plaintiff "has suffered injury, including but not limited to, vaginal pressure and pain, vaginal prolapse, urinary tract and vaginal infections, chronic cystitis, stress urinary incontinence, dyspareunia as well as granulation of tissue and mesh exposure and erosion" and "will need a corrective surgery." It is also alleged that plaintiff "sustained emotional distress, severe physical injuries and/or death, economic losses" and has also "been injured catastrophically, and sustained severe and permanent pain, suffering, disability".

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.